Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded there were extensive calcifications and fibrous thickening of all three cusps. There was a layer of organizing fibrin thrombus on cusp 2 and a thin layer of fibrin on cusp 3. Special stains were negative for organisms. There was no evidence found to suggest the cause of the fibrin, calcifications, and thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
A 21mm trifecta valve was implanted on (B)(6) 2013. Due to aortic stenosis, the valve was explanted (B)(6) 2015.

Manufacturer narrative:
(B)(4).